Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced difficulty breathing and felt full after performing pd therapy. It was not reported if the patient was connected to the amia device at the time of the events. The patient presented to the hospital, was admitted and subsequently diagnosed with a pleural effusion (right side). The caregiver reported the machine was "not doing a full drain before it started filling, draining 1300 cc over 40 minutes and it usually takes 8 minutes". This occurred for "about 3 nights". According to the reporter, "we only had the amia programmed for 200 ml estimated night uf, below the recommended number and "some nights the last drain was approximately 1000ml more than the other nighttime drains". A thoracentesis was performed (high glucose concentration), and the pleural effusion was resolved. Pd therapy was discontinued, and the patient was transferred to hemodialysis therapy. The patient was reported as stable. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the most recent therapy revealed excessive drain volumes during drain 5 of 5. The largest drain volume was 2603ml, which was greater than the programmed maximum peritoneal volume setting (2080ml). The prescription programming revealed the programmed estimated night uf (200ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 420ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.